Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing intermittent power. There was no reported issue with the battery cap, and changing the battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: there was an unexplained pump reboot event observed in the black box on 04/27/2014. No physical damage was observed to the battery compartment or the retuned battery cap. The returned battery cap fully tightened to the pump. The pump was exercised for 24 hours with the returned battery cap, and no power interruptions were duplicated. The returned battery cap contact measurements were within specifications. No evidence of internal moisture or damage to the power circuit was found. The power complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the power issue, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.